Event description:
It was reported that pump displayed malfunction code 12 and required reset, with no notable events occurring before issue and unknown impact on customer¿s blood glucose level. There was no reported impact to the customer¿s blood glucose level. Customer planned to use multiple daily injections as backup insulin therapy, confirmed pump serial number and shipping address, and was instructed by technical support to place pump in storage mode and return problematic pump using prepaid label within ten days, which customer understood and acknowledged.